Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Explant was due to recovery. It was additionally reported that this event resulted in prolonged surgery however the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during explantation, the surgeon reported difficulty unlocking the locking mechanism. There was a reported clot around the locking mechanism that they felt was the same location of the apical seal bleeding the patient had been experiencing. The pump would return.